Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch sold since october 2017. Investigation: the evaluation of the involved device show that the catheter rupture happened at the level of the connection, under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. These damages were probably done during the implantation procedure. The distal part of the catheter was not returned for evaluation. Dimensional measurements: the diameters of the connection ring and of the exit cannula have been measured. All the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: no manufacturing defect was detected on the returned device. The rupture occured under the connection ring, only few days after implantation. According to the above mentioned information and in view the location of the rupture, the most probable root cause seems to be due to the extension of catheter damage done during the implantation procedure. It is worth noting that the f silicon catheter is a thin catheter. It should be manipulated with care. As a rare incident (complaint rate (B)(4)), no corrective action is envisaged.

Event description:
Broken catheter on the exit cannula.